Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the folding carton was received at the manufacturing site; however, the intraocular lens (iol) was not received inside the box for evaluation. Since no lens was received the visual inspection could not be performed. A manufacturing record review was performed. The product was manufactured and released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency was identified. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) has been completed by the manufacturer. All pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
It was reported that the intraocular lens (iol) appeared to be slick and there was loading issues. There was no patient contact with the suspect lens.